Manufacturer narrative:
Unit received with blank display. However after electronics boards were separated and put back, unit power on properly. Unit was monitor and charge. Unit received with currents in spec. No unexpected blank display anomaly noted after unit was monitor. Unable to performed the occlusion, prime and a33, excessive no delivery alarm due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display. Customer does not recall any significant events leading to the error, but when a bolus was attempted, the screen went blank. Customer's blood glucose was 409 mg/dl at the time of incident. Troubleshooting was done for display and new batteries were installed but the display did not return. Customer declined to troubleshoot any further. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.